Manufacturer narrative:
Date of initial report: 2017-09-18. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the purple activation button had detached from the device while it was still within the packaging. There was no patient involvement.